Manufacturer narrative:
A tss spoke to the customer on 3/16/2016. The tss phoned the customer and no additional testing was requested. There was no further action required by the most probable cause of the reported event was the an issue with patient recovery ranges for tsh. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported patient recovery issues tsh value of 71 with their aia 600ii analyzer. The customer reported discrepant patient results. The customer is unable to run tsh patient samples. Tss (technical support specialist) spoke to the customer to troubleshoot the event which resulted in reporting discrepant patient results for tsh..there was no indication of patient intervention or adverse health consequences due to the delay in reporting.